Event description:
It was initially reported that the physician's handheld froze on the "interrogation successful" screen. There was no troubleshooting done at that time. This had happened two times prior to the office calling. The previous times the flashcard was removed and reinserted and resolve the screen freeze. The office was told to press the power button and reset button at the same time then release to resolve the frozen screen issue. The office is not returning the handheld or flashcard.